Event description:
It was reported that the gauge reading was inaccurate. It was noted that two encore devices did not inflate or deflate the balloon appropriately, causing two balloons to rupture. The dial does not seem to reflect the correct atmospheres when being utilized and the release button was incorrect. There were no patient complications.

Manufacturer narrative:
B3 - date of event: date of event was approximated to (B)(6) 2026 as the exact event date was not reported. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
B3 - date of event: date of event was approximated to 01/01/2026 as the exact event date was not reported. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the gauge reading was inaccurate. It was noted that two encore devices did not inflate or deflate the balloon appropriately, causing two balloons to rupture. The dial does not seem to reflect the correct atmospheres when being utilized and the release button was incorrect. There were no patient complications. It was further reported that this event is a duplicate of emdr 2124215-2026-05711.